Manufacturer narrative:
On 8/28/2019, during evaluation of the sample a tear was noted measuring approximately 0.1 cm within a crease and an area of shell abrasion on the posterior aspect and extended to the anterior aspect. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Gel bleed is defined as the pass of molecules of the liquid components of silicone gel through an implant shell. The complaint for gel bleed could not be confirmed since the integrity of the shell was compromised due rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/18/19, PMA was reported incorrectly. The actual PMA number is unk. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with gel mentor breast implants of unknown type and experienced bilateral rupture. As a result, the patient had undergone removal on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease and an area of shell abrasion located on the posterior aspect. No other anomalies were discovered. Since the lot number was not provided by the customer, the manufacturer record evaluation (mre) could not be reviewed. If lot number is later provided, the mre will be reviewed. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/23/2019, it was reported to mentor that the implants were intact, however, they had gel bleed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/23/2019, it was reported to mentor that the replacement devices were mentor memorygel breast implant 300 cc implants. The patient experienced capsular contracture bilateral and gel bleed. Manufacturer¿s reference number: (B)(4).